Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug. It was reported that the patient stated they have been having a horrible time trying to get their boluses. The patient stated the communicator kept turning off in the middle of communicating to the pump. The patient mentioned last night they were trying to give themselves a bolus right before they were going to go out to dinner with their son, but they couldn't get it to work at all because it kept turning off. While on the call, the patient mentioned they have to plug the communicator in to be charged every single time because it doesn't hold a charge very well. The patient confirmed they did not see an orange light when the handset is unplugged. While trying to connect to the pump, the patient mentioned they stalled on the 90% for several mins/a long time. The manufacturer's patient services specialist (pss) walked patient thru steps outlined in the connection lag ka. The patient was able to successfully connect to their pump and deliver the bolus. Pss recommended patient monitor the issue and call back if the issue persisted. The patient stated the lag has been an issue for 3-4 years, the communicator turning off was "little by little", it would happen once in a while but now the last week it had been more frequent and the communicator charging concern was noticed this week.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: tm90t0; product type: 0001-accessory. Section d references the main component of the system. Other medical products in use during the event include. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.